Event description:
Same case as: 2134265-2013-07632, 2134265-2013-07635. It was reported that automatic pullback was unable to be performed. The atlantis sr pro² imaging catheter was used in conjunction with the motor drive unit (mdu) to visualize the lesion. The target lesion which was located in an unspecified vessel is non calcified. During percutaneous coronary intervention (pci), automatic pullback had been unsuccessful. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).